Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for interventional device interacts with pre-existing implantable device was confirmed based on the provided medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. As reported, "the procedure was complicated by incorrect wire technique with the ds/s3ur valve through an area of pre-existing pvl/dehiscence causing the thv to negatively interact with the bioprosthetic valve. Due to the position of the thv in the paravalvular space next to the surgical valve, the result was severe aortic incompetence." In this case, the guidewire was incorrectly inserted through the gap between pre-existing surgical valve and native target site (annulus) or the channel of pvl, and it led to incident valve deploy at the incorrect target location, resulting to interaction with the pre-existing surgical valve and severe aortic incompetence. As such, available information suggests procedural factors (incorrect guidewire insertion) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by surgical through received medical records, the patient was admitted for elective viv tavr with a 29mm sapien 3 ultra resilia valve implanted inside an edwards surgical valve. The procedure was complicated by incorrect wire technique with the ds/s3ur valve through an area of pre-existing pvl/dehiscence causing the thv to negatively interact with the bioprosthetic valve. Due to the position of the thv in the paravalvular space next to the surgical valve, the result was severe aortic incompetence. The patient was stable at the end of the failed tavr, then later taken to the or and underwent explant of both the thv and surgical valves with redo aortic valve replacement using a 29mm inspiris bioprosthetic valve.

Manufacturer narrative:
Investigation is ongoing.